Event description:
The facility's biomedical technician reported an infusion pump with failure code 32, found during pt used with no pt injury or medical intervention. Although attempts were made by baxter to obtain add'l info from the reporting facility, details were not available regarding age of pt, or medication involved. When the failure code occurred, medication was being infused from a syringe at the rate of 10 mg per ml, and the volume to be infused was 29.2 mg. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.